Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, heartstring seals cracked and one unraveled while loading the seals into the delivery tube. The procedure was completed with the side biter clamp. No additional patient complications were reported.